Event description:
A customer reported experiencing intermittent occlusion alarms. The customer's blood glucose (bg) level was 700 mg/dl. Elevated bg was addressed by manual insulin injection. The customer reverted to an alternate method of insulin therapy.